Event description:
On (B)(6) 2019, a pvs25 implant attempt occurred. Pre-op echo measurements were the following: sino-tubular junction (stj) was 22 mm, the annulus was 23 mm. The patient's stj was reportedly tight and the aorta was calcified. Decalcification was performed and the procedure went well. However, when trying to come off bypass, bleeding was noticed and it was reportedly hard to identify. It was noticed that the patient had circumferential hematoma around the annulus, almost like the calcium had fractured. Protamine was administrated and the patient coagulated. The post-implant ballooning was performed at 4atm. The perceval valve was not explanted and no specific issues with the device were reported. The patient recovered well.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), and its nitinol component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device was not explanted, no device analysis can be performed at this time. Based on the available information, the root cause of the reported bleeding cannot be established at this time. However, based on the documents review, no manufacturing deficits were identified.